Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained below the femoral head via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Peri-procedure the patient was anti-coagulated with angiomax, percocet and adenosine. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon would not deflate after drawing negative on the syringe. The indicator was "down" (in the closed position) however the balloon was still inflated. The device was removed and manual compression was held for 10 to 15 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The advancer tube was separated from the device. A non-aci syringe (without vacuum lock feature) was connected to the device. It was unknown if this syringe was used during the closure procedure. An attempt to inflate the balloon from the returned device using the aci syringe revealed that the balloon inflated and deflated without any issue and the inflation indicator was functioning properly. The review of the lhr (lot f1316301) indicated that the mynx device met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported balloon failure to deflate could not be confirmed and the root cause could not be conclusively determined.